Manufacturer narrative:
Evaluation of this event concluded that this third party device was being used in an off-label manner. The manufacturer ((B)(6)) has been contacted by philips and (B)(6) is working directly with the customer on a solution. No malfunction of a philips device was identified.

Manufacturer narrative:
Evaluation of this event will be included in a follow up report upon investigation completion.

Event description:
A customer reported a civco needle guide used in conjunction with a c9-4v model transducer on an affinity 50 ultrasound system caused a non-serious injury to a patient. This needle guide is a third party product.